Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of death is estimated. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 27 months after the xience stent implantation in the proximal right coronary artery, the review of records indicated that the patient had died at an outside hospital. The outside hospital records were reported to be unavailable. No additional information was provided.